Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush burned through...plastic on the casing melted all the way up to the surface - oral-b [device catching fire]. Case narrative: male consumer via e-mail stated that two days ago (on (B)(6) 2022) his oral-b toothbrush "burned through" while he was using it, and the plastic the casing melted all the way up to the surface. No injury was reported. (B)(6) 2022 case update: the suspect product was oral-b power rechargeable toothbrush handle 3765. No injury was reported.

Manufacturer narrative:
28-feb-2023 product investigation results: manufacturing issue was investigated. Corrective action is in place.

Event description:
Toothbrush burned through...plastic on the casing melted all the way up to the surface oral-b [device catching fire]. Manufacturing issue oral-b. Case narrative: male consumer via e-mail stated that two days ago (on (B)(6) 2022) his oral-b toothbrush "burned through" while he was using it, and the plastic on the casing melted all the way up to the surface. No injury was reported. 30-aug-2022 case update: the suspect product was oral-b power rechargeable toothbrush handle 3765. No injury was reported.